Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and the implantable cardioverter defibrillator (ICD) exhibited an" inactive circuit." Device detection were turned off and the products remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated charge circuit inactive. Analysis of the device memory indicated the charge circuit timeout alert. If information is provided in the future, a supplemental report will be issued.